Manufacturer narrative:
Complaint conclusion: as reported, the cath lab tech prepped the 6/7f mynxgrip vascular closure device (vcd) and stated that the balloon inflated, the check valve bled out saline, but when he pulled negative on the syringe, the balloon would not deflate. He reached for a second device of the same size, and the same thing happened. There was no patient injury. The user was trained on the device. The vessel size was 6mm. The procedure type was interventional. An unknown 6f sheath was used. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection showed that the shuttle cartridge was engaged to the black handle, the syringe was connected to the device with stopcock open, and the balloon was observed to have been partially inflated as received. The sealant and advancer tube were found in their manufactured position, and the procedure sheath was not returned with the device. Leak testing was performed on the balloon of the returned device. The results confirmed the user's complaint. The balloon of the returned device remained partially inflated when the inflation indicator was fully retracted during the investigation. Visual inspection at high magnification of the catheter hub assembly revealed that the proximal end of the polyimide shaft was abutting the distal end of the plunger, which prohibited the balloon from deflating completely. By design, a gap between the proximal end of the polyimide shaft and the distal end of the plunger is needed to allow fluid/air to travel from syringe to balloon. If the proximal end of the polyimide shaft is pushed against the plunger, fluid/air will be trapped in the balloon, resulting in a balloon failure to deflate. A product history record (phr) review of lot f1903903 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon deflation difficulty during prep¿ was confirmed through analysis of the returned device. The exact cause of the issue experienced appears to be due to the proximal end of the polyimide shaft abutting the distal end of the plunger, preventing proper deflation. According to the mynxgrip IFU, which is not intended as a mitigation, users are instructed to inflate and deflate the balloon during preparation of the device. This allows the user to verify if the inflation indicator and balloon are functioning appropriately. The issue with the device appears to be related to the manufacturing process. Therefore, this event was referenced under an existing investigation. This is one of two reports submitted for the same event. Please reference MFR report #s: 3004939290-2019-01267.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. It is unknown if the device will be returned for testing and evaluation.   Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the cath lab tech prepped the mynxgrip vascular closure device (vcd) 6f-7f and stated that the balloon inflated, the check valve bled out saline, but when he pulled negative on the syringe, the balloon would not deflate. He reached for a second device of the same size, and the same thing happened. There was no patient injury. The products are not available for analysis. The user was trained on the device. The vessel size was 6mm. The procedure type was interventional. An unknown 6f sheath was used.